Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "plug strap separated". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening on plug strap bond edge assess as unidentified (tear) opening (shell thickness was within specification). Other-technical: no observed plug strap separated. Additional observations: creases were observed. White particles observed inner the shell. Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, d9, e1, h3, h6.

Event description:
Healthcare professional additionally reported left "plug strap separated". The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. Device remains implanted.